Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma. Medical intervention was not specified. In this report section reporter email and reporter phone in box e has been updated /corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator that would apply to the allegations in the complaint section. Pil tech was able to verify the presence of foreign material indicative of contamination from external sources, including such material indicative of insect infestation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. Given the presence of above foreign material indicative of insect infestation, pil was unable to substitute known-good components in place of those not received but necessary for determining proper operation of the unit. The pil was unable to perform full testing.